Manufacturer narrative:
A medtronic representative went to the site to test the equipment. While performing an imaging system check-out, a medtronic representative, confirmed that, the remote desktop displayed image acquisition system configuration errors. The configuration file indicated, 10k of information, yet, no visible text or code was visible within the file. Configuration file was reloaded from a backup drive. The medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's image acquisition system would not boot. Four attempts were made to reboot the system, without success. The surgeon discontinued use of the imaging system and chose to proceed with a c-arm, an alternate system. There was no reported delay to the procedure due to this issue. The case was completed, successfully, with no impact on patient outcome.